Event description:
It was originally reported the patient felt a shock or jolt sensation. Patient reported the implantable neurostimulator (ins) battery was dead but still felt "mild shocks from device on occasion." An explant was scheduled. Additional information received indicated that the patient's neurostimulator was dead and that it was "protruding from her body." She was advised by her physician to take the device out immediately. If additional information becomes available, a follow-up will be sent. See manufacturer report # 3004209178-2010-05815.

Manufacturer narrative:
(B)(4).